Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had no pain relief, and the patients implantable pulse generator (ipg) was not working as intended. It was also stated that the patient was experiencing pain, which was describe as aching, tiring, nagging, miserable and aggravated when standing and walking, and lifting. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.